Manufacturer narrative:
Upon disassembly, it was observed that part of that there was widespread corrosion. The presence of widespread corrosion is likely to cause or contribute to the handpiece heating up.

Event description:
It was reported that the core micro drill heated up during a routine equipment eval at the user facility, by a MFR's service tech. There was no pt involvement and there were no user injuries or adverse consequences.